Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had failed a user test and had a service indicator present. The customer further advised that when attempting to charge, their device would state "439j available" and at the bottom of the display it read "energy fault." There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio verified the reported issue but also observed that the device would deliver less energy than selected. When 360 joules was selected, the device only delivered 147.4 joules. The reduction in energy could delay, or prevent, a patient from receiving adequate defibrillation if it were necessary.

Manufacturer narrative:
After further analysis physio-control determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic), designator u21, on the therapy pcb assembly.  Physio observed that ic chip u21 reacted negatively when cold temperatures were applied. The customer was provided with a replacement device.